Manufacturer narrative:
(B)(4) g2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a revision due to infection. Subsequently, the spacer was removed approximately 1 month post-implantation and replaced due to worsening infection. Attempts have been made and no further information has been provided.